Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.